Event description:
This is 3 of 3 MDR's filed for similar incidents at same dialysis facilty. The facility reports incident of a cracked luer connector found at initiation of hemodialysis treatment. Ebl = 100cc. Patient was recannulated to continue treatment. No patient injury or need for medical intervention is reported. Patient information and complaint sample were not provided to manufacturer. MDR is filed for blood loss only.